Event description:
During set up for cataract case, scrub tech noted black foreign substance in the 3ml syringe used to draw up medication (miostat). Needle used to draw up medication was small bore and appeared narrower than the substance size, also vial of miostat is clear and no black substance noted prior to drawing fluid into syringe. Question it appeared to be from stopper of the 3ml syringe. Syringe with substance removed from field, needle replaced with cap and syringe bagged with custom eye pack list from pack that contained syringe. Manager notified and given bag containing listed items. Discovered before patient entered room. Medline custom eye pack ha-lf dynj45585b, lot# 22hbe672. Manufacturer needs to be notified to follow-up if any other similar incidences have occurred. Staff needs to be notified of same and to be aware to closely check syringes after drawing up medication. It came out of a medline custom pack - custom eye pack ha-lf. Lot# 22hbe672. 3ml syringe.